Event description:
It was reported that the patient called in for troubleshooting and pw passed. Patient also had uti and is on antibiotics. It is unclear if the lot number was requested. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states: warnings: the purewick¿ flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. Stop use if an allergic reaction occurs. A DHR could not be performed since no lot number was provided. Correction: b. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called in for troubleshooting and pw passed. Patient also had uti and is on antibiotics. It is unclear if the lot number was requested. No additional information provided. Per additional information received on 11dec2025, it was reported that yes I sent the pcp pic and received antibiotic. I also called urologist have an appt (B)(6).